Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump unexpectedly shutdown. In addition, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, after leaving the pump plugged in for 30 minutes the pump still would not charge. Customer's blood glucose level was 160 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.